Event description:
The customer reported via telephone call that the insulin pump was frozen. The blood glucose reading was 180 mg/dl. The customer reported that the insulin pump started working again, and that the time was behind but advancing normally. She reported that no alarms occurred during or after the buttons stopped responding. The customer was advised to insert a new battery and reported that the buttons were responding properly. The customer was advised to call back if the issue reoccurs.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.